Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post implant of this 23mm aortic bioprosthetic valve, a 23mm transcatheter aortic valve was implanted valve-in-valve. The reason for intervention was aortic regurgitation due to structural valve deterioration(svd). No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the regurgitation was moderate in severity. If information is provided in the future, a supplemental report will be issued.